Manufacturer narrative:
Visual inspections & results: nose shroud cracked/broken; no. Staples in nose; no. Staples in the track; yes (10). Trigger engaged with precock; yes. Analysis conclusion: based on the info received and the functionaliy testing, the instrument was cycled and it fired three malformed staples, followed by seven staples properly formed. It was concluded that the jamm may have been caused by excessive body fluid in the nose.

Event description:
It was reported the instrument was used during a laparoscopic hernia repair. It was reported after stapling 6 staples into the mesh, one got jammed. The surgeon removed the jammed staple and introduced the device into the pt. It fired once, then would not fire again. Another was opened to complete the case. There was no consequence to the pt.